Event description:
It was reported that the patient experienced tachycardia and presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited low, out of range defibrillation impedance and no high voltage output. The rv lead was explanted and replaced on (B)(6) 2025. Additionally, the implantable cardioverter defibrillator (ICD) was also explanted and replaced, though the reason could not be determined due to insufficient information. The patient was in stable condition.

Manufacturer narrative:
The reported events of no high voltage output and low defib impedance were confirmed. As received, only a distal portion of the lead was returned in one piece for analysis. Final analysis found that internal shorts between the right ventricular and superior vena cables, caused by insulation abrasion beneath the superior vena cava shock coil with associated coating damage and coil calcification, led to loss of high voltage output despite no evidence of conductor fractures.